Event description:
It was reported that while performing a cardiomems implant procedure through the right intrajugular approach, during the procedure the physician encountered difficulty inserting the swan ganz catheter. The physician confirmed that a dilator went through the carotid artery and the procedure was abandoned for the patient to receive surgical repair of the carotid artery. The cardiomems sensor was not opened. The patient is stable and had a successful repair of the carotid artery.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. Per event description, "the procedure was abandoned due to a dilator going through the carotid artery. The sensor was not opened. The patient is stable and had a successful procedure to repair the carotid artery and intrajugular vein." The cardiomems device was not opened or inserted at the time of the event. There is no CAPA associated with the reported event, as there is no new harm or risk identified for the patient or user. This and similar events are monitored and trended via quality data review. A CAPA will implement necessary actions if required. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.